Event description:
Additional information received reported that an autopsy found the heart wasn't forming properly. It was noted that stimulation was on but the leads were broken, so the patient felt pokes rather than true stimulation. Stimulation was not turned off once the patient found out she was pregnant as her hcp told her to keep the device on. It was reported that the patient was currently doing well.

Event description:
It was reported the patient was pregnant while having the device, and she experienced a stillbirth. No further details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).